Event description:
It was reported that a pacemaker dependent patient presented in clinic for routine follow up. During interrogation when an atrial capture test was performed, it was noted that the pulse generator exhibited loss of ventricle capture. The patient experienced dizziness and light headedness during the test. The patient was fine after the test was stopped. The device remained implanted and the patient would be monitored.